Event description:
Reference MDR #1219856-2010-00876 for first event involving the same pt. It was reported that a male, pt, was in the cath lab having an intra-aortic balloon (iab) inserted via the femoral artery. During the insertion, the iab could not be advanced into the artery and became stuck in the super arrow-flex (saf) sheath. It was noticed that the iab started to unwrap. Simultaneous to this insertion the pt coded and expired. It is noted the device did not contribute to the pt's death and no injuries were documented. There was a delay in therapy with unsuccessful attempts. Additional info received on 11/30/2010 from the physician confirmed that the cause of death was acute myocardial infarction.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.